Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clock of the implantable pulse generator (ipg) was incorrect. It was noted that the lead impedance increased. Device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the device clock was incorrect. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.